Event description:
The onsite ge biomed reported that a hospital technician monitoring the central station noted that a pt was desaturating. The pt was attended to. It was noted that the unit was not ventilating and not alarming. The ventilator was replaced and the pt's saturation level returned to the expected range. There was no reported pt injury. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.